Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and displacement accuracy test. Pump error 63 was present in the insulin pump trace download and pump error 63 alarmed during self test due to broken trace at pin 6 on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63. Device passed the dat test at 0.08705 inches. Device received with scratched case, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer inquired about the audio issue. The audio issue was confirmed. The customer¿s blood glucose during the incident was 9.9 mmol/l. The device will not be returned for analysis.